Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late.

Event description:
Healthcare professional reported for right side "small peri-implant fluid which may be reactive", "in some specific implant type, there is increased risk for implant related lymphoma", ¿is palpable in a sub fascial plane but to the degree one would expect in there are palpable ripples indicative of a soft capsule¿ . The device remains implanted.